Event description:
The product was used during a lobectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon performed a re-operation to remove the component. The hosp has reported the pt's condition is satisfactory.